Manufacturer narrative:
(B)(4). Medical device: batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color cartridges were used throughout creation of sleeve? The doctor starts with a black, then one or two green, then a gold and maybe a blue what is the patient gender/bmi? Unknown can details be provided on cleaning technique between firings? No, sales representative was not present. Staff has been in-serviced multiple time on cleaning technique. Was the anvil dried prior to applying slr? Unknown but that has been part of the in-services provided. Are any photos/video available? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device did not deploy all of the staples in the reload and there was tissue movement within the device. The physician oversewed and performed a successful leak test to complete the case. 24 hours post op the patient presented with a leak. He oversewed again and performed multiple leak tests to correct the leak. The patient is doing fine.